Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unk) the associated defibrillator failed to carrdiovert the pt via three sets of electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.